Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient experienced discomfort at the ipg site due to the ipg's upper left edge was protruding out slightly in comparison to the rest of the unit as well as the ipg was getting caught up on the patient's clothes during the patient's daily life activities. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg pocket was extended caudally and ipg was tacked down to capsule to address the issue.